Manufacturer narrative:
The actual samples were returned to the manufacturing facility for evaluation. The actual samples consist of one unused/packaged syringe with the safety needle from the reported lot and the complaint sample stored in a plastic container. The complaint sample had not been activated and was received without the protector. A visual and sensory inspection of the actual and retention samples revealed no defects and measurements confirmed that the retention samples met manufacturing specifications. The used safety needle was further inspected for damages and a scratch was noted. Functional testing could not reproduce the reported failure. A device history review was conducted with no relevant findings. A review of the complaints files confirmed that there were no previous reports for this product code in the past three years. Although a scratch inside the safety sheath was noted on the actual used sample, it may have been due to the needle tip touching the damaged surface during transportation of the actual sample to our facility since the device was not activated and had no protector. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Proper instructions for usage of the sg2 needle are fully addressed in the instruction for use (IFU) indicated on our unit box. Therefore, we recommend (1) activating the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 45 degrees. (2) also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. (B)(4).

Event description:
It was reported from a distributor a needle stick incurred. Follow up communication with the distributor reported the following information: the needle stick injury was (blood) contaminated; however the employee was not exposed to infectious materials (disease) via the needle stick injury; no further treatment and/or hospitalization was necessary due to this incident. Additional information was provided from the facility reporter: (1) it was reported at the conclusion of injection, the hcp attempted to activate the safety and stated it did not catch, resulting in a needle stick; the patient injection was completed as intended; infectious status of blood exposure was tested and confirmed not infectious for disease; per facility protocol the hcp did not require any further follow up or medical treatment; and it was reported the hcp is fine.